Event description:
It was reported that a small split was found near the y site of the urinary catheter after the patient complained of feeling wet within 24 hours after the catheter placement. The catheter was removed and replaced with a new catheter.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample condition. Four photos of a 2-way foley catheter was received for evaluation. The photos showed the birfurcation area. A visual inspection of the photo received did not show clearly any splits as described by the event description. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use>"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a small split was found near the y site of the urinary catheter after the patient complained of feeling wet within 24 hours after the catheter placement. The catheter was removed and replaced with a new catheter.